Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient was hospitalized. Follow-up with the pd nurse revealed the patient was admitted for recurrent pneumonia that was thought to be from aspiration. The patient was transitioned to hemodialysis as his health was failing and the family could not manage the pd therapy. The discharge summary was requested and will not be available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.